Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the original catheter showed a length of 100.5 cm and 21.5 cm was removed. It was noted they added an 8578 to the existing catheter (all was aspirated). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (150 mcg/ml at 7.2 mcg/day) and fentanyl (1500 mcg/ml at 72 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that at the last couple of refills the pump had volume discrepancies where the arv (actual residual volume) was greater than the erv (expected residual volume). The pump logs were checked and there were no motor stalls in the logs. The patient was taken to surgery on (B)(6) 2020. The hcp revised the catheter which was found to be twisted in the pocket and he also replaced the pump. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider on 09-mar-2020 who reported that the patient experienced increased pain related to the event. In regards to the status of the portion of catheter that was removed the healthcare provider indicated all is well. No further complications reported or anticipated regarding the event.